Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the therapy electrodes. The patient reported using hydrocortisone and tinactin on the area but the rash was still present. The patient stated that he was at the ER and showed them the rash but they didn't recommend or prescribe anything. During a follow up the patient reported that his doctor informed him that he could end use due to the rash. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.